Event description:
The customer stated that the capsule failed to detach from delivery system. Plunger popped off without attaching capsule.

Manufacturer narrative:
No pt injury has occurred following this incident. (B) (4).